Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urgency frequency. The patient reported that it was painful holding back urine. On (B)(6), the patient stated that he no longer felt pain in his stomach from holding his urine. It was noted that the trial began on (B)(6) 2018. No further complications were anticipated/reported.